Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with colpopexy with mesh, transvaginal tape sling, cystoscopy, posterior colporrhaphy, perineorrhaphy and excision of right labial minora cyst due to prolapse, stage 2 cystocele and rectocele and sui. It was reported that following insertion the patient experienced pain, infection and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.